Event description:
It was reported that the needle perforated the sheath cannula due to the irregular tip shape of the dilator/sheath. The physician did not notice the tip irregularity prior to use. The sheath bent against the septum while the physician was performing the transseptal puncture. It was felt by the physician and it was also visible on fluoroscopy. There was no pt injury reported.

Manufacturer narrative:
The needle used was a brk 1 needle mfg by st jude medical. (B)(4).